Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Latest in situ measurements presented several electrode channels with high impedance status. The patient denies trauma, changes in health and cold/ congestion. The patient does not perceive a change in hearing performance.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. To determine an exact root cause a device investigation of the explanted device is necessary. A revision surgery is planned for (B)(6) 2017.

Event description:
Latest in situ measurements presented multiple electrode channels with high impedance status. The patient denies trauma, changes in health and cold/ congestion. The patient does not perceive a change in hearing performance however speech scores show a big decrease. The patient is to be re-implanted in 2017.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The bilaterally implanted patient was seen for control. The latest in situ measurements for the right side showed multiple electrode channels with high impedance status. The patient denies trauma, changes in health and cold/ congestion. The patient does not perceive a change in hearing performance however speech scores showed a big decrease. The patient was re-implanted.